Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used glucose sensor was tested and the sensor passed with accurate readings.

Event description:
The customer stated that they were having issues with the sensors. The customer's blood glucose was 277 mg/dl but the insulin pump was alerting that the customer was having low blood glucose reading. The insulin pump alarmed multiple errors at night, which was keeping the customer up at night. The customer stated that there were sensor glucose and blood glucose reading differences. The customer's blood glucose at the time of the phone call was 178 mg/dl. The customer stated that they were pregnant and they were inserting the sensor on their abdomen. The customer was advised that using the sensor during pregnancy is considered an off label use and might be the cause of the error alarms. The customer stated the doctor advised them that it was safe to use the sensor. Nothing further was reported.